Event description:
The customer stated that when they went to check on the baby, it was blue. They did not hear a desat or brady alarm. The nurses saw that the trach was not attached. They reattached the trach and bagged the baby to oxygenate and the sats came up. Both nurses stated that the alarms never went off.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.